Event description:
It was reported that the insulin pump gave the patient an alarm during the rewind process, due to a broken force sensor. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded/loose drive support disk. No alarm noted. The device had a scratched lcd window, and cracks on the lcd window corners, reservoir tube lip, battery tube threads, and the case, near the display window corners. The unit also had a missing end cap sticker.